Event description:
There was inflammation in the forearm and has an edema.

Manufacturer narrative:
We received one used unit on 19 nov 2007. Attempts have been made to obtain add'l info. Upon decontamination and completion of the investigation, a supplemental report will be submitted.